Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist for jaw and tooth pain. Patient was advised to cease treatment immediately. They are to stop due to the pain the patient is experiencing from the relation between the maxillary posterior molar roots and the maxillary sinus floor, which necessitates constant supervision from a dentist along with regular x-rays with any orthodontic treatment plans. Patient is also experiencing moderate pain in conjunction with acute apical periodontitis, gingivitis and aligner wear.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.